Event description:
It was reported that the patient's ipg was unable to communicate with external devices. Attempts were made to troubleshoot the ipg but were unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The reported observation of connection problem was confirmed based on the ipg log files but was not reproduced during analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The device diagnostic logs show multiple magnet applications in a short period of time may have resulted in the inability to communicate as several applications were performed after the device had entered a bondable state.